Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the samples were not stored at the proper temperature the following information was provided by the initial reporter. The customer stated: "there is a issue about the stability of vacutainer blood collection tubes containing clotting activator. We are using this type of tubes in one experiment, but a temperature excursion happened during storage."

Manufacturer narrative:
H6: investigation summary bd received 2 photos from the customer in support of this complaint. The customer photos received do not confirm the reported failure mode. Therefore, bd is not able to confirm the customers reported failure mode of based on the photos provided. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the samples were not stored at the proper temperature the following information was provided by the initial reporter. The customer stated: "there is a issue about the stability of vacutainer blood collection tubes containing clotting activator. We are using this type of tubes in one experiment, but a temperature excursion happened during storage."